Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Severe tortuosity was noted in the aortic neck. It was reported approximately 2 years 2 months post implant follow up angiogram identified a type ia endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.